Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. The insulin pump passed displacement test properly. The insulin pump received with cracked reservoir tube lip and cracked case(battery tube).no damage on retainer noted during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring cracked. The reservoir can lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.